Event description:
Physician used for about 900 endospots when the probe stopped being effective despite turning laser energy up. A new probe was used and worked fine. The procedure continued without complication for the patient.

Event description:
Physician used for about 900 endospots when the probe stopped being effective despite turning laser energy up. A new probe was used and worked fine. The procedure continued without complication for the patient.